Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powers on normally with functional auditory and vibratory alarms. A review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. Testing could not be adequately completed due to an unresponsive down arrow keypad button. Evaluation revealed moisture and corrosion inside the battery compartment, and internal moisture damage inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the pump had intermittent power; the pump would occasionally have the verification screen and other times would have three color lines on the display but the power would go out in a few minutes. At the time of the call, the patient reported that the pump would make intermittent chirping but would not reboot or go to verify screen.